Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) conducted an on-site inspection and confirmed the reported issue. Upon troubleshooting, it found blown fuses and identified a significant electrical issue and indicated that the primary reason for the failures was significant water damage resulting from a leak inside the hospital. To resolve the problem, the pdu overvoltage protection board, fuses, pdu-fan tray, and dcps, were then replaced. Despite several site visits and the installation of new components, the system could not be returned to operational status because of ongoing hardware malfunctions and return the part for further analysis, but no failure found. After replacement of parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.